Event description:
Bard disposable core biopsy instruments not working correctly, failure to fire. Manufacturer response for disposable biopsy instrument, bard max-core disposable biopsy instrument (per site reporter).